Event description:
It was reported on (B)(6) 2022, that there was removal of hardware and revision. Non union right femur. All hardware was removed without complication. There were no broken implants. Procedure was completed successfully. Patient was doing well after post op. This report is for one (1) 5.0 val screoptilink(tm) slf-tpng/sd/80. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.